Event description:
A device report from (B)(4) indicates a surgeon from (B)(6) reported: patient implanted on an unknown date with construct levels unknown. At approximately six weeks post op x-rays show unilateral slippage. Surgeon reported no health issues with the patient and is not planning to remove the implants. This is 2 of 3 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.